Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. No product information has been provided to date.

Event description:
It was reported that the pumps alarmed no disposable alarm while using the same cassette with flow stop. Alarm was resolved when cassette was replaced. No patient injury was reported.